Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station stuck on carefusion blue screen. A technical support specialist (tss) had connected to the device, called the customer, and the customer had confirmed that the device was working. Tss had attached the knowledge article med application not launching automatically; station at blue screen. No issues were found. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station stuck on carefusion blue screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.